Event description:
The reporter indicated that the surgeon implanted an unknown implantable collamer lens into the patient's right eye (od) on an unknown date. Reportedly, "the reports that a patient he did yesterday morning had a pressure of 50 in the od, vision 20/20, vault 1x corneal thickness, angles appear open. We discussed options to reduce iop. He reported that he burped the incision and used diamox, and cosopt. The pressure reduced to 25. He just contacted me today to let me know the patient returned and still had a pressure of 50 this morning. He burped the incision and will continue to treat the patient with diamox and drops and see them in the morning." To the best of our knowledge the lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).